Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on 07-30-2023 for g7 wearable transmitter with serial number (B)(6). However, g7 wearable transmitters with serial number (B)(6) were returned for evaluation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs/bin file was performed and signal loss over one hour was not found for serial numbers (B)(6) within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).